Event description:
Additional information reported indicated that the patient had effective therapy. If additional information becomes available, a follow-up report will be sent.

Event description:
It was initially reported that the when the patient was upright and mobile using adaptive stimulation it felt like stimulation turned on especially on one side, which might happen several times while she was walking and was intermittent. Intermittency happened once after implant and was occurring more regularly since adaptive stimulation was enabled. The patient had not checked stimulation on/off status when intermittency occurred during walking. When the patient was reclining in a chair at home, it felt like stimulation was not on but when she went to lay down on her back, stimulation felt too strong. The patient was meeting with the manufacturer representative and physician and programming was going to be adjusted. It was then reported, the patient had a surging sensation or a "hiccup," which was not positional happened even if standing still. It was like the device was turning off and then back on again. The patient disabled the adaptive stimulation and the hiccup went away completely. Subsequent information received reported that the manufacturer representative informed the patient about the upright to mobile 2 minute transitioning time that could not be adjusted. The patient was going to monitor this. Additional information received reported, the patient was experiencing stimulation cutting out or an on/off event. This is reported to be unrelated to positional changes. Impedances were all normal, as well as cones were normal. When the device was to cut out/off, the patient checked position with her patient programmer and it was in the correct position and the voltage was correct. It happened approximately once every day and the stimulation feeling the patient got goes away for approximately 1 minute, this was reported to happen when she was standing. Stimulation feeling would come back on automatically. Cycling was not enabled and the lightning bolt was reported to be on when syncing was done. The adaptive stimulation was turned off for a while and patient didn't have any issues, and the patient couldn't reproduce the events. Defined positions were all setup correctly, and coverage was fine and the device was functioning fine otherwise. The patient did not have to recharge when stimulation cuts off. Further information received reported that the patient believed device was going off for 0.5 seconds and this could happen multiple times per day. Patient could not associate the off events with positional related changes. Stimulation would automatically come back on after these off events, and the patient checked her device with patient programmer when this happened and it still showed on. Impedances were normal on the system. Group and electrode impedances normal, all impedances are within 400 ohms of each other, so no blatant high or low impedances. System was giving patient great coverage and the patient could not reproduce off events. The patient reported an off event occurring during 30 minute session. It was unknown how long these off events have been occurring for. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).